Manufacturer narrative:
The investigation has been completed. The console (ic7366) was sent back for further investigation. The controller failure alarm was reproduced during investigation, and confirmed by visual inspection of the dim lamp of optical bench once booted up the console. After lamp assembly was momentarily replaced with a known-good one, the controller failure alarm was resolved. The controller failure alarm was resulted from a defective lamp assembly. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller experienced a controller error yellow alarm in training. No clinical details regarding resolution or patient involvement/condition were provided. No patient was involved.